Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 06-oct-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 30mg/ml at 1 5mg/day via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. On (B)(6) 2019 it was reported that they attempted a dye study, but no csf (cerebral spinal fluid) flow. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was a dye study. The actions and interventions taken to resolve the issue was a replacement was to be scheduled. Surgical intervention did not occur but was planned. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further information complications were reported regarding the event.